Manufacturer narrative:
Additional information noted the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly.

Event description:
The complainant reported there was a battery failure identified when the automated impella controller (aic) was turned on for a potential case. The aic had been plugged in overnight and a battery failure alarm presented the next day in the morning. There was no patient involvement with this event.

Manufacturer narrative:
Section a - no patient was involved. The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.